Manufacturer narrative:
(B)(4). Load not recalled and suspected positive bi.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100s cycle. The bi was incubated for 24 hours. The load was released and used on patients before the results were confirmed. The load consisted of electrode knife code x5, hd rigidscope(hiv lens) x2, camera head(hiv camera and light source code) x2, light scope tube for urology x3 and bipolar code x2. After sterilization, the chemical indicator (ci) changed color correctly. There was no injury or harm associated with the issue. This event is reported to the FDA for user error. The electrode knife code x5 was released and used on a patient(s) before the cyclesure 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
Correction: sex is unknown. Manufacturer date: 4/9/2013. Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. The DHR (device history record) was reviewed and there were no anomalies observed that would contribute to a suspected positive bi. Trending analysis for the product code of ''suspected positive bi" was reviewed from october 2012 through september 2013. There was no significant trend observed. Trending analysis for the product code of ''load not recalled' was reviewed from october 2012 through september 2013. The risk is categorized into "as low as reasonably practicable". Trending analysis by lot number was reviewed from april 9, 2013 to august 07, 2013. This was one similar incident within that time frame. The fmea (failure mode and effects analysis) was reviewed and indicates that the rpn associated to this issue is at an acceptable level. The hhe (health hazard evaluation) was reviewed for the risk of using instruments from a load with a positive bi result. The risk is considered low per the medical review. Thirty-two cyclesure® retains bis were subject to functional evaluation. Functional specification was met. There was no physical bi damage or leakage observed after sterrad processing. Fifteen cyclesure® bis were returned for evaluation. One was the suspect bi and fourteen were unused/unprocessed. The suspect product was returned after product expiration. Functional evaluation of the unused returned product was not performed. Cyclesure® suspected positive bi ¿ the positive bi result cannot be confirmed since no media remains with which to confirm the presence (or absence) of growth. There were no anomalies observed that would contribute to a positive bi result. The ci disc is golden in color, indicative of peroxide exposure. There are a single tyvek® liner and single spore disc present. There are no punctures on the outer vial or tyvek® liner that would be consistent with false positive from external contamination. Cyclesure® unused RMA bis ¿ there were no anomalies observed. The unused returned cyclesure® bis are in the expected configuration of unused product. Insufficient information is available to determine the cause of the alleged 'suspected positive bi'. A device compatibility cannot be eliminated as a contributing factor since information is unavailable regarding the specific makes/models of devices within the load. Additional details regarding customer usage are unavailable. The returned bi was absent of fluid and the positive bi result could not be confirmed. The assignable cause analysis of the code 'suspected positive bi' cannot be determined based on the available information. There does not appear to be a functional issue with the lot since the cyclesure® retains product met specification. A review of tracking/trending data did not identify a trend that needed further investigation into root or assignable cause. The assignable cause analysis of the code 'load not recalled'references the product IFU which states that the cyclesure® 24 bi is intended to be used as a standard method for frequent monitoring of the sterrad® sterilizer cycles. The pmc of 'load not recalled' was added because the customer did not successfully recall the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since each customer sets policy regarding load release. A customer letter was sent advising to follow the current facility policy and procedures regarding retrieval of unused instruments and notification of the physician(s), and to thereafter repeat the test with a second sterrad® cyclesure® 24.